Event description:
Endotines broke during attempted surgery - when they were being removed from packaging.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.